Event description:
Caller reported a cgm error, specifically error 42, related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through this process, resulting in a successful resolution with no recurrence of the cgm error, allowing the caller to start a new sensor session successfully.